Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that the patient experienced heart block. During a pulse field ablation (pfa) procedure to treat atrial fibrillation (a fib) a dynamic xt coronary sinus (cs) catheter was used. The patient had a pre-existing left bundle branch block (lbbb). When the intracardiac echocardiography (ice) catheter was inserted into the right ventricle (rv) the physician bumped the right bundle with the catheter and caused heart block. This instance of heart block recovered, but the right bundle was bumped again with the dynamic xt catheter when it was inserted into the rv. The patient was given a temporary transvenous pacemaker (tvp) as a precaution, but conduction recovered. The procedure was completed successfully with the same equipment and the patient left in sinus rhythm. The patient was hospitalized but fully recovered. The device is not expected to be returned for analysis as it was retained by the facility.